Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the report from the field, the event was due to the sudden movement of the patient interrupting the upgrade process.

Event description:
During a cybersecurity upgrade, the patient moved suddenly, interrupting the upgrade to the device. The device went into backup mode and the patient reported feeling stimulation in the pocket and pacemaker syndrome. A firmware download restored device function. No further patient consequences were reported.